Manufacturer narrative:
No report of patient involvement. The hospital biomedical engineer found pinched tubing between bulkhead and sensor interface board, adjusting the tubing resolved the issue, and the unit was returned to service. No report of patient involvement. The hospital biomedical engineer found pinched tubing between bulkhead and sensor interface board, adjusting the tubing resolved the issue, and the unit was returned to service.

Event description:
The hospital reported that unit alarmed 'pressure mode not available' when the unit was switched from bag to vent mode. No report of patient involvement.